Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the cable disconnected when the user moved the monitor. Once the cable was plugged back in, the user was unable to establish communication to the software and the screen remained blank. The user reported the device was shut down and turned on again. As a result, communication was re-established and the screen powered on. Since the event occurred after cardiopulmonary bypass, there was no patient involvement during this event.